Event description:
Respiratory therapist found oxygen flowmeter turned off. Flowmeter controlled oxygen source to continuous positive airway pressure (CPAP) set up. Rn had recently completed chest physiotherapy and suctioning of pt.